Event description:
Rptr had back fusion of l4 to l5 using pedicle screws and plates. Four screws and two plates were inserted. At this time three of the four screws are broken and imbedded in rptr's spine.